Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked and the pump was losing power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014, device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, the returned battery cap was found to not tighten securely to the pump and was not able to maintain an electrical connection. A crack was observed along the battery compartment threads. The battery cap threads were found to be stripped. A power loss was observed. A test cap was used for investigation. The 24 hour duration test was performed successfully with no pump reboots occurring. Unrelated to the complaint, evaluation revealed a dim discolored contrast on the display.